Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Clinical information review: a video was submitted for review on this investigation. The video is twenty-one (21) minutes and forty-five seconds long (21:45). The video begins with an already prepped eye. The eye can be seen moving around a lot. The paracentesis and main incision were created. At minute marker 7:07 a long piece of material which was pink in color, was seen passing between the phacoemulsification (phaco) tip and the pink sleeve, into the eye. This was seen on the left hand side of the tip sleeve. The surgeon attempts to remove the pink material with the phaco tip to aspirated it from the eye, but the material doesn¿t move much and then the phaco tip is removed from the eye. Forceps were used to grab the material, and it was removed from the through the main incision. The surgeon attempts to show the material (with the microscope), but the object it still difficult to see. The object appears like a shard of plastic, but the material cannot be conclusively identified. The surgery resumes with phacoemulsification and intraocular lens implantation (iol) placement. There were no other complications visualized in the video before the video ends. A customer reported, the system is intended for use in cataract lens extraction and (intraocular lens) iol injection surgical procedures. This system allows the surgeon to emulsify and aspirate the lens in the eye, while replacing aspirated fluid and lens material with balanced salt solution (bss). This process maintains a stable (inflated) eye chamber volume. Using system controls, the surgeon regulates the amount of energy applied to the handpiece tip, the rate of aspiration, vacuum, and the flow of bss irrigating solution. The operator¿s manual includes the warnings: use of bss irrigating fluid bags other than those approved by company for use in the active fluidics system can result in patient injury or system damage. Consumable items used with the system during surgery are designed to be used once and then discarded, unless labeled otherwise. Sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. The equipment used in conjunction with the alcon disposables constitutes a complete surgical system. Use of disposables other than alcon disposables may affect system performance and create potential hazards, and if it is determined to have contributed to the malfunction of the equipment under contract, could result in the voidance of the contract and/or invoicing at prevailing hourly rates. The balanced salt solution (bss) directions for use (dfu) includes the warning: single patient use only. The contents of this bag should not be used in more than one patient. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The phaco handpiece directions for use (dfu) includes the recommendations: thoroughly clean the handpiece before initial use and immediately after each subsequent use. Do not store or allow the handpiece to dry after use, until thoroughly cleaned. Preparation for point of use cleaning (immediately after use): step 1 remove the irrigation and aspiration tubing from the handpiece. Step 2 unplug the handpiece connector from the console and install the protective cap. Step 3 remove the infusion sleeve and tip from the handpiece using the tip wrench and discard according to surgical facility guidelines. The operator¿s manual notes consumable items used with the system during surgery are designed to be used once and then discarded, unless labeled otherwise. All packs contain directions for use (dfu). It is important to read and understand the dfu¿s prior to use. In all cases, the instrument setup instructions contained in the manual should be thoroughly understood prior to using any of the pack configurations. Precaution: if an inconsistency exists between the instructions in the operator¿s manual and the directions for use (dfu) supplied with a consumable pack or accessory, follow the dfu. The operator¿s manual includes a warning: sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. Potential risk from reuse or reprocessing the following products labeled for single use include: phacoemulsification tips - reduced tip cutting performance, presence of tip burrs, fluid path obstruction, and foreign particle introduction into the eye. Product evaluation: a used fluidics management system (fms) cassette with one vial was visually inspected. One clear foreign material was found in the vial. The vial was sent to the particle laboratory. Microscopic examination showed light material approximately 4.5millimeter in length within the vial. The light material was isolated and analyzed and the best spectral match was found to be polydimethylsiloxane (pdms). Comparison of the light material¿s generated ir (infrared) spectra to that of the infusion sleeve found that the spectra are a good match. Under high magnification of the outer and inner sleeve there was no damage to match the 4.5 millimeter pdms piece of material identified suggesting it did not originate(break-off) from the returned infusion sleeves. This investigation cannot attest to the handpiece instrumentation cleaning method for foreign material post-use or the potential for pre-existing material present on the handpiece prior to use. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not conclusively the origin of the polydimethylsiloxane. The handpiece was not properly cleaned of all surgical material after subsequent use. The customer should be reminded the infusion sleeves are for single-use/single-patient use. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a foreign material came out of the tip when the irrigation flowed during cataract surgery with intra ocular lens implant. The foreign material was removed with forceps during the same procedure. There was no patient impact.